Event description:
It was reported that during a laparoscopic cholecystectomy, the first clip clamped on the duct and the jaws would not open. The surgeon wiggled the device off the tissue and there was no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming. During the analysis the device opened and closed as intended and without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.